Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15101. It was reported the patient's stimulation was in the wrong location because his leads had migrated. Surgical intervention was undertaken on (B)(6) 2014 and a surgical lead was implanted.